Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that the lens did not advance. Additional information has been requested and received stating that it was a straight leading haptic. There was patient contact and no patient harm.

Manufacturer narrative:
Correction: on initial MDR, the device code should be a2201 and added in b.5. Additional information has been provided in d.9., d.10., h.3., h.6., and h.11. The device and the lens were returned loose inside a plastic bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was returned outside the device. Solution and dried fibers were observed on the lens. The optic edge was scraped along the anterior edge. Both haptics were in original position. The lens was cleaned with klrp (klotho-related protein klrp) to further evaluate. The anterior optic surface has a small crack near the optic edge. One haptic posterior edge was scraped. Both haptics were easily pliable using tweezers. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The lens and the used device were returned separately. Damage was observed to one haptic on the posterior edge. The optic edge was scraped. The root cause for the damage may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the acrysof¿ iq iol with the ultrasert¿ preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due to being returned separately, this would indicate that the lens had been advanced outside the device. The plunger was retracted upon return. The plunger position in relation to the damaged haptic and optic during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Lens edge damage may occur: due to rapid advancement faster than the IFU recommend rate. If the plunger is advanced quickly initially and then slower to stay within the recommended target rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. If the operating room temperature is too low (< 18 degree c / 64 degree f) lens folding and advancement are more difficult. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Correction information has been updated as it is a leading haptic issue.